Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. When the head was removed from the stem, black material was observed in the head and on the trunnion. The liner was also noted to have scratches on its inner articular surface. Patient was revised to a ceramic head and another poly liner. Rep provided pictures of the explants and confirmed that no further information will be released by the hospital or surgeon.